Event description:
It was reported that the motor drive unit connected with the handle piece, however, the motor drive unit did not work with clockwise rotation or counter-clockwise rotation and it made a strange noise. Another hand piece was opened which did not work with clockwise rotation, however, it worked with counter-clockwise rotation. There was no adverse pt consequences as the problem occurred before use on a pt.

Manufacturer narrative:
Damage to drive connector or coupling - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.